Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade ii, and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent unspecified breast surgery with a 405cc mentor memorygel breast implant and experienced left side capsular contracture; baker grade ii, and breast implant rupture postoperatively diagnosed after physical. As a result, the device was explanted on (B)(6) 2021.

Manufacturer narrative:
On november 4, 2021, mentor received conformation that the device was not ruptured, and will not be returned for evaluation. Device problem code under field h6b has been updated to "adverse event without identified device or use problem". Reason for device explant and/or reoperation: left capsular contracture; baker grade ii. Manufacturer¿s reference number: (B)(4).